Event description:
Complainant alleged that while attempting to defibrillate a pt. The device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was an adverse effect to the pt. The facilities clinical engineering department tested the device and could not duplicate the reported problem. The device is being returned to zoll medical for further evaluation.